Event description:
It was reported that there was no patient involvement and that the issue was discovered in house.

Manufacturer narrative:
Additional information: a1, b5 and h6 ( patient code).

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, customer's reported concern was able to be confirmed. It was noted that the latch screw was loose, and inspection showed no loctite on screw. Service will loctite the latch screw and recommended to use proper 4.5 in/lb. Torque driver. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be service and repair related.

Event description:
Information was received indicating that the cadd solis vip pump had a loose cassette latch. There were no adverse events reported.